Event description:
It was observed, that during the device evaluation. The camera head exhibited lost water tightness, due to poor watertightness of the button. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.